Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead fractured. High impedance was also noted and the ra lead was initially reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.